Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 286 mg/dl other blood glucose level was 200 to 300 mg/dl. Customer stated that she had been bolusing for what she was eating. The device will be not returned for analysis.